Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Investigation on-going.

Event description:
It was reported that there was an issue with the tenotomy scissors. During surgery, the scissors was noted to have pitting. This was viewed under the microscope and they were being used the first time. No additional intervention was required and there was no patient harm. There may have been a short delay in surgery. Another pair of scissors was used instead. Additional information was not available.

Manufacturer narrative:
D4- lot number h4 - manufacture date. Manufacturing site evaluation: two decontaminated devices were received. The provided instruments are in a mint condition, no deviations can be found with the naked eye. Investigation - pitting corrosion could not be found, but small signs of contact corrosion can be found. The blades of both pair of scissors are damaged, thus the movement of the instrument is not according to the quality documents. Furthermore, a cutting test was carried out and both scissors failed. Batch history review - the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of the production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most likely related to an insufficient usage. Rationale - a pitting corrosion, as reported, could not be found, but signs of contact corrosion were found. These were most likely caused by improper handling during reprocessing. The blades are damaged, most likely caused by an overload situation during handling, e.g. Torsion during cutting. A CAPA is not necessary.